Event description:
It was reported that this patient presented to the clinical for a routine device check. Upon interrogation of the device there was a screen which showed the device was in safety mode. The surface electrocardiogram showed only right ventricular (rv) pace rhythm at 72 beats per minute with no intrinsic or sensed beats. The device was explanted and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the clinical for a routine device check. Upon interrogation of the device there was a screen which showed the device was in safety mode. The surface electrocardiogram showed only right ventricular (rv) pace rhythm at 72 beats per minute with no intrinsic or sensed beats. The device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this patient presented to the clinical for a routine device check. Upon interrogation of the device there was a screen which showed the device was in safety mode. The surface electrocardiogram showed only right ventricular (rv) pace rhythm at 72 beats per minute with no intrinsic or sensed beats. The device remains implanted to date. No adverse patient effects were reported.